Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the subject device. The customer reported the item was broken. The repair technician reported the front set screw was loose, and the pin max and spring were missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation was confirmed. The item was be forwarded to synthes customer quality for additional investigation. The results are pending completion. Without a lot number a service and repair record review and a device history records (DHR) review could not be completed. The date of manufacture is unknown. If a lot number is identified during the investigation process, a DHR will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the cleaning process, the handle with mini quick coupling was found broken and the depth gauge was found with a broken tip. There was no reported patient or procedural involvement. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that the device was found to be broken during service and repair: handle with mini quick coupling (311.01). Service and repair found the device to be unrepairable and it was forwarded to customer quality. The returned product was examined and the complaint condition was able to be confirmed. The handle with mini quick coupling was found to stick. No definitive root cause was able to be determined; the failure mode is typically associated with rough handling and/or wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.